Event description:
It was reported to st. Jude medical that the patient received a therapy due to a reduction in the amplitude of the r-waves. Noise was also being sensed. The trending data also showed a drop in the lead impedance that is normally associated with an issue with the lead insulation. The decision was made to cap the lead.